Event description:
Upon removal, the catheter was difficult to remove. Once it was out of pt, the dr thought the blue tip was missing (broken off). Catheter was then measured and it measured longer than it was when the catheter was unused.